Event description:
Report received of an independent rate change after a "low battery" alarm was received and the device was subsequently plugged into a wall outlet. The device was having routine preventative maintenance testing performed when the independent rate change occurred on channels b and c. Channel a was not affected. There were no reports of any adverse patient events while the pump was in clinical use.